Event description:
The customer stated that the viewsonic 19-inch color lcd display panel used with their central monitoring system had malfunctioned in that, it appeared to have no power. There was no harm to the patient as a result of this product problem.

Manufacturer narrative:
Results - failed lcd computer monitor display. Conclusion - device failure confirmed. Evaluation summary: the device is installed centralized patient monitoring system that utilizes a sun microsystems computer and related computer network peripherals. The device receives, analyzes and displays patient vital signs data from multiple bedside multi-functional patient monitoring devices through either wired or wireless connections. Evaluation of the returned viewsonic 19-inch lcd color display panel confirmed the customer's report. The item would not power-on. This display panel is a commercial, off-the-shelf item and the cause of its failure could not be further isolated by welch allyn.